Event description:
It was reported that the pump motor was making a loud noise. No patient injury was reported.

Manufacturer narrative:
A product sample was received for evaluation. Visual and functional testing were performed. Per visual evaluation, the device had an outdated printed circuit board (pcb) and power switch, with a cracked enclosure and tank cover. The line cord was worn, with a stripped interlock block. Functional test was conducted, which confirmed that the pump was noisy. The issue was attributed to a faulty pump. The reported issue could not be confirmed through evaluation or testing. Repairs were done by replacing the pump assembly and upgrading device parts. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# 617147.